Manufacturer narrative:
Date of event: exact date unknown, event occurred after the implant procedure.

Event description:
It was reported that the patient was having difficulty charging the ipg and was experiencing mechanical pain or ipg irritation caused by the placement of the ipg. The patient underwent a revision procedure wherein the ipg was repositioned.